Event description:
During an in-service demonstration of the recently installed unit, the company rep observed that the pressure readings could not be zeroed. No pt was involved.

Manufacturer narrative:
The company rep confirmed the reported event of unable to zero the pressure readings. It was also observed that the readings were intermittent. The company rep replaced the front end board (part number 0670-00-0668e) and recalibrated pressure. The company rep performed full calibration, functional tests and safety checks. The unit met factory specs and was returned to the customer. (B)(4).